Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter displayed inaccurately high results compared to her feelings/normal results and to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started reading inaccurately around 8am on (B)(6) 2017, when she woke up feeling ¿tired, dizzy and nauseous.¿ she reported that she tested throughout the day, obtaining alleged inaccurately high results such as ¿230 and the mid-high 200s mg/dl.¿ meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin pump therapy and boluses insulin based on the results on the subject meter. The patient indicated that she went to the hospital at around 11pm on (B)(6) 2017. She reported that the hospital did a comparison test on her meter and the hospital¿s meter. She reported that the result on subject meter was ¿353 mg/dl¿ compared to ¿253/6 mg/dl¿ on the hospital meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ accuracy criteria. The patient reported that several other comparisons were done during her hospital stay; she could not remember the readings, but states her meter could be anywhere from 2-40 points different from that of the hospital. The patient reported that while in hospital, she received insulin (type/dosage unknown) and was discharged around 12 noon on (B)(6) 2017. During troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The cca confirmed that the patient¿s test strips were within expiry date, had been stored correctly and the test strip vial was not cracked or broken. The cca also confirmed that the patient had used an approved sample site to obtain the blood samples and he noted that the patient described the correct testing steps. The patient was unable or unwilling to walk through a control solution test and the issue remained unresolved. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. In addition, the medication the patient received in hospital was consistent with elevated results on the subject meter. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.